Manufacturer narrative:
The (ipg and leads) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of now inherent risk of device. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7170360 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 37398189 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had a lead migration. The patient underwent a lead replacement procedure in which a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads were not returned in accordance with facility policy.

Event description:
It was reported that the patient had a lead migration. The patient underwent a lead replacement procedure in which a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads were not returned in accordance with facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7170360, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37398189, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).